Manufacturer narrative:
D4: the device is distributed outside the us and no gudid information exists. H10: no issues with the side rails were found during the bed frame inspection conducted by the arjo representative. The side rails and other bed's functions operated normally. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forcefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use (IFU 831-374) states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened unexpectedly during use. This may lead to a patient fall and a serious health consequences as a result. No injury was reported in the investigated complaint.

Event description:
Arjo became aware of an event involving the citadel plus bed frame. It was reported that the right side rail had been closed by the nurse. When the patient turned to the side and made contact with the rail, it unexpectedly opened, causing the patient's leg to strike the nurse. No injuries were reported.